Event description:
Caller reported that the ibc dropped 35% in a short period of time, though no unexpected shutdown occurred as a result. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.